Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hipot and fall-off tests. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the hipot and fall-off tests. The cause for the test failures was an out of tolerance component on the distribution node (dn) pca board. Multiple pins were out of tolerance on u730 (quad micropower op amp) on the dn pca. The root cause for the out of tolerance component could not be positively identified. No adverse event resulted from the out of tolerance component. The last pt to use this e-belt did not report any deficiencies.